Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing leakage event on (B)(6) 2025 at coupling housing. Infusion set was used for 2 days. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008867 have already been previously tested in the complaint (B)(4) on 20/jun/2025. Test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4). Packaging lot: the 6008867 was manufactured according to the work instruction (wi) version 98 manufactured in the multivac 14, on 08/sep/2024, with a total of (B)(4) units. Glue-tubing lot: the 4h05762 was manufactured according to the wi version 65 manufactured in the machine sc05 and sc06, on 03/sep/2024, with a total of (B)(4) units. The 4h05763 was manufactured according to the wi version 65 manufactured in the machine sc05 and sc06, on 05/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece and lot 6010684, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.